Event description:
Rn working in office area due to latex allergy, developed sob, confusion, and numbness and tingling in extremities following exposure to aerosolized latex powder. Rptr was sent to ER and treated with im epinephrine.